Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found two fully breached outer insulation degradations, one adjacent to the connector boot and another distal to the connector boot. The cause of the reported event of noise was due to the exposure of the outer coil at both degradation zones.

Event description:
It was reported that the patient presented for a right atrial (ra) lead extraction due to noise. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.